Event description:
It was reported that the patient received inappropriate atp therapy. Programming changes were made successfully. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.